Manufacturer narrative:
Separates is not specifically addressed in the IFU. Event is still under investigation at this time.

Event description:
The first pta4 balloon was used and was difficult to remove thru the sheath. The second pta4 balloon was also difficult to remove and became stuck in the 4fr sheath, resulting in the sheath separating from the check-flo body. They exchanged with a bigger sheath and were able to complete the procedure successfully, no harm to the pt. It appears that the balloons may have been the reason for the sheath separating. It was confirmed that a foreign object did not have to be retrieved from the pt; and no add'l medical procedures were required due to this occurrence.